Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead was returned in two pieces. Visual examination of the lead found an external insulation abrasion breaching the unknown cables lumen with no damage to the cables etfe coating, consistent with friction to the device can located proximal to the suture tie impression. The inner coil lumen was intact/undamaged in the abrasion zone.

Event description:
This report is to advise of an event observed during analysis.